Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20292]. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The reported issue could not be confirmed as no product sample was received for evaluation. It was relayed that distributor would conduct an investigation. However, no additional information or findings have been received. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device presented an upstream occlusion alarm. No patient injury was reported.